Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit needs battery change maintenance. There was no patient involved.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and to fix the issue, the fse performed battery maintenance correctly and then all functional and safety checks were performed to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.